Event description:
It was reported that a power on reset (por) occurred. An error code was not specified. It was noted that the device may possibly be explanted and moved, but no reason for this was given. Troubleshooting was planned for a later unspecified date. The patients status was noted to be alive with no injury. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 74002, lot# n257776, implanted: 2010 (B)(6); product type adapter. (B)(4).